Event description:
Healthcare professional reported "malposition". This record is for the left side. The device was explanted.

Manufacturer narrative:
The event of malposition is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: malposition.